Manufacturer narrative:
History record review and extrusion inspection record: no indication of the reported defect found during a review of the device history record. Lot met all release criteria. No other similar complaint has been filed on this lot. Sample analysis report: during the visual inspection, a partial kink was found on the arterial line just below the adaptor connector on the main line. Results: the kink could have been caused due to an incorrect coiling technique of the arterial line. Corrective action: the coiling fixture was modified and new module #5770 was created to improve the coiling techinique on product code 03-2622-3 and 03-2742-9. Expected dates of implementation are in 2004, respectively. We will continue to monitor for trends.

Event description:
Facility reported that prior to use, a kink was noted in the pump segment of the arterial line. The sample is available for evaluation.